Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through idc-(B)(4).

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution of 8000 mg flucloxacillin, manufactured by aspen in 0.9% saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is not available. No additional information is available.